Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was very slow while login, select patient detail and loading, which located on kl ctvu1. The customer stated that this malfunction occurred while trying to dispense the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the station was very slow during login and patient selection. A technical support specialist (tss) checked the log files for the station and observed users signing in and performing various tasks. Tss found that recent logs showed that users were able to sign in within 3 to 4 seconds and remove/load actions also took approximately 3 to 4 seconds to allow access to drawers and pockets. Tss followed up with the customer, but there was no response. The system functioned as intended after the technical support specialist investigated the device.